Event description:
The insulin pump had a delivery issue during the prime process. Customer requested replacement of insulin pump. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime tet due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip.